Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed if the maj-1430 video scope cable was connected, which was. Instructed to power off cv-190/clv-190, remove maj-1430 and scope, reconnect scope, power on and no longer had the error. The device will not be returned due to issue being resolved over the phone. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
A olympus field representative reported to olympus a "b30" scope communication error and e216 error occurred on the clv-190, evis exera iii xenon light source. There were no reports of patient harm associated with this event. This report is submitted due to the report of a b30 error. This is report #2 of 2 due to multiple devices involved in the event. Reference report patient identifier (B)(6) for additional report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the cause was a communication failure due to adhesion of liquid or foreign matter on the electrical contacts of the scope socket, which resulted in the display of b30, since the defect did not recur after the scope socket was cleaned. Olympus will continue to monitor field performance for this device.